Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a gap between connector unit, gas leakage from the primary piping is found a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on pressure reducer, pressure control function does not work properly should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit does not build up sufficient pressure. There were no reports of patient harm.